Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 04. Nov. 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the threaded tip at the proximal end of a driving cap broke during surgery. But there was no patient involvement and no prolongation of surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the threaded tip is broken off as complained; the broken off part was returned as well. The inserter shows significant signs of use during its 2.5 year lifespan, with numerous gouges from hammer blows and abraded zones at the thread flanks. The review of the production histories revealed that this instrument was manufactured in november 2013 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The hardness was measured at the time of the manufacturing was found to be good. The broken surface is homogenous what indicates material conformity to the specification as well. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however the failure mode is consistent with a combination of fatigue and off-axis loading. No indication for product related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.